Manufacturer narrative:
Additional information: annex d code. Correction: the device was inspected before use with no issues found. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, the stent deformed in vivo. During the procedure, severe vascular stenosis with calcification was observed. After the guide catheter and guide wire were positioned, balloon dilation was performed, and preparation was made to implant the resolute integrity stent. Resistance was encountered during stent insertion, and upon withdrawal, burr formation on the stent was found due to vascular calcification. Another medtronic stent was immediately used instead with no issues noted, and the surgery was successfully completed. The lesion was pre-dilated. No patient complications have been reported as a result of this event.